Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at time of the call aws 265 mg/dl. The customer stated that she disconnected to shower and when she looked at the screen a bolus was delivering. The customer stated that the device delivered 24.9 units and stopped. The customer checked the bolus history and confirmed the bolus delivery. The customer was adamant that she did not program the bolus. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.